Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients midline incision site was tender to touch and there was concern of infection. The patient was hospitalized and was prescribed with antibiotics and pain medication. The patient underwent a lead explant procedure and the explanted device was discarded by the medical facility.